Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not available.

Event description:
Letter received from patient. Patient reports a stryker hip replacement with pain, implant loosening, and hip "popping out." Patient also alleges a "fluid pocket" in his thigh. Implant is on his right hip.